Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Consumer reported experiencing burning, redness, swelling and blurred vision in her left eye. The doctor observed a chemical burn, corneal abrasion, injection and staining in the patient's left eye. Patient was given a bandage lens to wear and prescribed ocuflox eye drops. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the follow-up visit with doctor indicated the patient recovered and there was no permanent injury. The symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported experiencing burning, redness, swelling and blurred vision in her left eye. She flushed her eye and used visine eye drops which provided no relief. She was out of town and visited an optometrist there. Optometrist recorded that patient used a peroxide based system and yesterday was out of solution and rinsed with something else. The optometrist observed a chemical burn, corneal abrasion, injection and staining in the patient's left eye. Patient was given a bandage lens to wear and prescribed ocuflox eye drops. She was also instructed to use artificial tears. On the follow-up visit the next day, the corneal abrasion and chemical burn was resolving and patient had less pain. She was instructed to continue using the medication and bandage lens and follow-up with her doctor back home if needed. Patient followed up with her ophthalmologist who reported the abrasion healed. The ophthalmologist indicated the abrasion did not penetrate bowman's membrane and there is no residual scar. The patient recovered and there was no permanent injury. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.